Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the reference frame could not pass verification. The post for the sphere was bent during processing. This did not affect any cases. The site had multiple backup frames.

Manufacturer narrative:
Additional information: method code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the reference frame was discarded by the site.

Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged reference frame. No patient was present at the time of the event.